Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter. The next day, the physician commented that the patient developed a pericardial effusion during recovery. A pericardiocentesis was performed to solve the issue and the patient was kept on observation, the physician then decided to transfer the patient to other hospital. The patient is expected to fully recover from the event. The device is not expected to return for analysis.